Event description:
A report was received that the patient was no longer using the device due to ineffective therapy, but the patient's pocket site was tender to the touch and painful. The patient had not used the device for about a year and recently started to experience pocket discomfort. The physician explanted the scs system and the patient is reportably doing fine.